Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to remove the pinnacle cup and metal liner. Head was also replaced with poly on ceramic. On (B)(6) 2019: after review of medical records patient was revised to addressed painful left hip arthroplasty with metal on metal articulation. Operative notes indicated swelling and elevated cobalt-chromium levels. Upon incision in deep fascia dissected through some hip bursal area, there was a dehiscence of the anterior third of the gluteus medius. Debrided all the metal debris. Some moderate corrosion noted in femoral head but the taper otherwise was in good condition. Some anterior scar were repaired to the greater trochanter. Both femoral and acetabular component were well fixed. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. There is no known allegation against this product/lot combination. A complaint database search and/or device manufacturing (DHR) review will not be performed. It is not possible to identify related reports or identify related issues within a DHR when there is no known product allegation or adverse patient issue identified. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.